Event description:
Reportedly, device has been explanted after 6 years of implantation because of possible premature eol (end of life). Preliminary analysis showed that based on only available file (from follow-up performed on (B)(6) 2017), time to rrt was displayed around 3 months. Normal battery depletion occurred.

Manufacturer narrative:
Preliminary analysis revealed normal battery depletion.

Event description:
Reportedly, device has been explanted after 6 years of implantation because of possible premature eol (end of life). Preliminary analysis showed that based on only available file (from follow-up performed on 20 april 2017), time to rrt was displayed around 3 months. Normal battery depletion occurred.

Event description:
Reportedly, device has been explanted after 6 years of implantation because of possible premature eol (end of life). Preliminary analysis showed that based on only available file (from follow-up performed on (B)(6) 2017), time to rrt was displayed around 3 months. Normal battery depletion occurred.